Manufacturer narrative:
Product expiration date not known as lot number not provided by the complainant; product size was not specified by complainant and therefore product catalog number is not known. Surgeon name not provided by the complainant. Product manufacture date not known as lot number not provided by the complainant. Method: device was not returned to the MFR. Conclusion code: root cause inconclusive due to lack of details provided by the complainant. Investigation into this report has included: a review of the claim allegations, a review of the cbi complaint system, and all other communication and investigation into this report/claim is being handled by our attorney. Based on the info provided by the complainant, details regarding a specific correlation between the biodesign 4-layer tissue graft's performance and the alleged injury remains unk. A root cause of the claim allegations is inconclusive due to lack of details provided by the complainant. All other matters relating to this litigation are being handled by our attorney. If/when additional info is obtained, that alters our conclusion to this complaint, a follow-up to this MDR will be filed.

Event description:
The pt was reportedly implanted with the boston scientific advantage fit sys and an unspecified biodesign 4-layer tissue graft on (B)(6) 2009, to treat her stress urinary incontinence and pelvic organ prolapse, during surgery performed at (B)(6) hosp in (B)(6). The pt and her attorney have alleged that as a result of these products being implanted in the pt, the pt has experienced pain, injury, and has undergone corrective surgery. The following info was not provided by the complainant: specific info of the alleged injury. Specific info regarding whether intervention was performed. Specific info regarding why intervention was performed or what type/to what extent intervention was performed. Specific correlation between device performance and alleged injury. Current pt status.